Event description:
It was reported that the pt passed away following an illness. No cause of death is available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pt's husband stated that she had been ill for the past year. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.